Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 16 x 2.50 promus premier select drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent struts were damaged. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 16 x 2.50 promus premier select drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent struts were damaged. No patient complications were reported.